Event description:
A customer reported that during a procedure, a system message displayed and the vacuum could not be disabled. The procedure could not be completed. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. A nonconforming pressure vacuum manifold was replaced. The system was tested and found to meet product specifications. The system was manufactured on february 23, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pressure vacuum manifold. (B)(4).